Event description:
It was noted during a routine system check by the hospital's biomedical engineer, he was unable to perform a pneumatic performance test. When starting up the system in normal operating mode, it alarmed system failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm confirmed the system failure error code in the logs. The drive manifold was replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was noted during a routine system check by the hospital's biomedical engineer, he was unable to perform a pneumatic performance test. When starting up the system in normal operating mode, it alarmed system failure. There was no patient involvement and no adverse event was reported.